Event description:
This lead was capped on (B)(6) 2011 due to an elective replacement. The patient had afib and the lead was possibly cut getting it out. The procedure took place at (B)(6) hospital with dr. (B)(6) . This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).